Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device creates a perfect donut and fired properly, however, it did not produce an adequate staple line and anastomosis did not work.